Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: (B)(6) 2024 h.6. Investigation summary: bd received one (1) sample for investigation. The sample was evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, nineteen (19) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 1 returned sample and 19 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was an unspecified number of tubes that were underfilling. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was an unspecified number of tubes that were underfilling. No patient impact reported.